Event description:
The hospital reported the doctor had experienced "shadowing" on the image during a procedure and pt was perforated. The procedure was completed with the same device. The pt required surgery to repair the perforation, but is reportedly fine.